Event description:
Additional information received reported that the patient had trouble recharging the implant, but the manufacturing representative was never called to troubleshoot. The patient recharging issue began about a year prior to the report. The patient wanted the system removed so that he could have an MRI, since he had a bulging disc. The patient saw the physician 3 weeks prior to the report and he was taking it out for the patient because it didn¿t work anymore. It hadn¿t been working for 2 years. The patient wanted to have the system removed and had found a physician to remove it. The patient was ¿down with his back¿ and out of work. Interventions and patient outcome were not provided. Follow up was requested to obtain this information. If additional information is received, a supplemental report will be sent.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was not charging and was ¿not working for about a year now.¿ the patient had a disc that slipped so he needed to have surgery done. Because of this, he needed to find someone to ¿take this thing out.¿ the patient had not seen his healthcare provider (hcp) for several years. Follow-up was performed to determine if the patient had required any further assistance and if he had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), implanted: (B)(6) 2006, product type recharger; product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3487a-33, lot # j0406624v, implanted: (B)(6) 2004, product type lead; product ID 3487a-33, lot # j0427798v, implanted: (B)(6) 2004, product type lead. (B)(4).